Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Upon follow-up, the nurse said she thought the fluid balance problems resulted from them changing the replacement volume to compensate for the calculated tbv from the physician. The physician calculated the patient's tbv using (B)(6) and this was a pediatric patient. The nurse couldn't go back and change the tbv of the patient once they started so they were trying to change the replacement volume to compensate. Root cause: based on customer statements, the root cause for the fluid balance alarms on the restarted procedure was because the physician calculated a higher tbv than the patient's actual tbv. The operators were changing the replacement volume during the procedure to compensate for the higher calculated tbv from the physician.

Event description:
The customer declined to provide further procedural details and patient identifier.

Manufacturer narrative:
Lot number, manufacture date, and expiry are not available at this time. Investigation: per the customer, they did not spike the replacement lines with replacement fluid at the beginning of custom prime. Also, they did not vent the albumin bottles prior to use. The run data file (rdf) was analyzed for this event. Signals in the run data file show that the system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient was undergoing a red blood cell exchange(rbcx) procedure and during prime, she received multiple alarms. She contacted terumo bct's support specialist for troubleshooting. During customer follow-up, she stated that per physician's order and patient's request, the procedure was not completed. Upon reviewing the procedural data, a data calculation error of total blood volume (tbv) was discovered. The physician inadvertently calculated the patient's tbv with the patient's weight of (B)(6) when the actual weight is (B)(6). The patient is reported in stable condition. Patient identifier is not available at this time. The rbcx set is not available for return because it was discarded by the customer.